Event description:
Terumo medical received a report that during a carotid stent procedure performed via femoral access using a shuttle sheath, a run-through wire was utilized as a buddy wire due to a tight lesion. After placement of the nav6 embolic protection device (epd), resistance was encountered while attempting to withdraw the run-through wire. The fellow reported resistance occurring anywhere from the access site to the portion of the wire distal to the nav6 filter; however, the exact location of the resistance could not be determined. During withdrawal, the wire fractured and partially unraveled. A portion of the wire was removed, while the remaining segment remained inside the patient's carotid artery. Following stent placement in the carotid artery, the retained wire segment was observed to have migrated to the middle cerebral artery (mca). The event occurred intra-operatively during the carotid stent procedure. The patient is currently being monitored. Additional information received on 19 sep 2025: the patient was transferred from the intensive care unit (ICU) to a step-down unit and has not experienced any strokes. The patient has other unrelated medical conditions, but no complications have been reported in relation to the retained wire in the mca.